Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion alarm when no occlusion was found at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "there was alarm for downstream occlusion when no occlusion was found - cleared and continued to happen" was not reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor being out of specification. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.